Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/16/2017 with the following findings: visible moisture corrosion was found in the battery compartment. The battery compartment was cracked near the top left corner of the grip pad. A leak was found in the battery compartment. The pump was opened to find no further moisture. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked with moisture. This report is made based on results of investigation completed on 10/16/2017.